Event description:
The manufacturer received information that a trilogy evo device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Limited information was provided by the customer; however the customer did indicate that the patient expired due to a non-specific natural disease progression. The device was returned to a third-party service center for evaluation and was found to pass testing and to be in overall good condition.